Event description:
The following has been reported: from nhs incident report : "set vtbi and infusion rate correctly.( less than 100ml/hr) 500ml bag ran through in 1 hour. Pump only stated that 89mls had gone through. Device has been used to give medication and is faulty as has given a patient [too] much medication" the engineer has since replicated this issue. Set up vp as per user and carried out soak test for 1 hour. After 1 hour around 85ml was infused into a measurement cylinder and vp was stating 85ml infused too. Performed another infusion with exactly the same set up for 1 hour without clearing the volume infused running total. Observed around 170ml infused on vp, however liquid infused into measurement cylinder amounts to around 85mls. Initial thoughts maybe user did not clear total running total before starting clinical intervention. Event log shows user set up as follows: . Flow rate of 85 ml/h. . Vtbi 480 ml. [Pump] was running at 85ml/h and event log states it delivered 80ml in 56 minutes. At 17.08.16 the door alarm is present and set removed until 17:08:50, meaning there could be a potential free flow. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.